Event description:
It was reported that right ventricular (rv) lead dislodged due to unknown origin. Failure to capture, vs signal falling within the same time as atrial signal. X-ray confirmed lead dislodgement. The lead was explanted and replaced after repositioning was unsuccessful. The patient remained stable throughout the hospitalization and was discharged home in stable condition.